Manufacturer narrative:
One cadd solis vip pump was returned for analysis. Visual inspection performed, and product found with damaged lens. Event history log review was performed and found evidence of reported. Visual inspection and functional testing were performed. The customer's reported problem unable to be determine. According to the investigation the cause was unknown, but the error code refers to unseen watchdog reload software and investigators reload the software as prescribed by error code definition to correct the reported problem. The problem source of the reported problem is unknown.

Event description:
Information was received that this smiths medical cadd solis vip pump exhibited error code "45986". It was not specified whether this occurred during infusion or interrupted therapy. No reported adverse effects.